Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient's receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review of the complaint, report number 3004753838-2016-21794 was submitted in error. The information reported in 3004753838-2016-21794 has previously been reported in report number 3004753838-2016-21793.